Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the seeds are migrating, which resulted in the product not working and the surgeons had to take larger margins around the tissue to ensure that all the cancer is removed.

Manufacturer narrative:
Please note the following is the updated final investigation conclusion: the device was discarded by customer; therefore, it was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: molli seeds are highly magnetic which has caused them to migrate at times. Probable root cause: tissue marker migration may occur despite correct placement technique. Intraoperative use of surgical instruments with magnetic properties represents a potential contributing factor. Interaction with magnetized instruments may result in localized movement of the marker away from its original placement site. Potential root cause of this issue is due to use of magnetized instruments. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the seeds are migrating, which resulted in the product not working and the surgeons had to take larger margins around the tissue to ensure that all the cancer is removed.

Event description:
It was reported that the seeds are migrating, which resulted in the product not working and the surgeons had to take larger margins around the tissue to ensure that all the cancer is removed.

Manufacturer narrative:
The device was discarded and not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Tissue marker migration may occur despite correct placement technique. Intraoperative use of surgical instruments with magnetic properties represents a potential contributing factor. Interaction with magnetized instruments may result in localized movement of the marker away from its original placement site. Potential root cause of this issue is due to use of magnetized instruments. Alleged failure: molli seeds are highly magnetic which has caused them to migrate at times probable root cause: upon [wand] connection, background magnetic disturbance affects the localization calculations. As a worst case, the inaccuracy is not apparent to the user. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The device was discarded by customer therefore; it was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: wand localization feedback is inaccurate. Probable root cause: upon [wand] connection, background magnetic disturbance affects the localization calculations. As a worst case, the inaccuracy is not apparent to the user. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the seeds are migrating, which resulted in the product not working and the surgeons had to take larger margins around the tissue to ensure that all the cancer is removed.